Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: unknown); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller reported that the patient (pt) was having issues recharging the implant. Caller stated that they think the patient's recharger (insr) is not charging because the green light does not turn on when plugged into dtc. Caller did not have the equipment with them at the time of the call. Caller will call back with the equipment for further troubleshooting.. The pt's son called back reporting the recharger screen was blank, does not power up and it was not charging from the wall. Pt rep inspected the equipment and did not see any damage. Reviewed pt will be transitioned to a wireless recharger; patient services (pss) emailed the field for assistance with the transition. Also called pt rep back on 07/12 to collect the serial number of recharger, however the pt rep was not near the equipment.

Manufacturer narrative:
Concomitant medical products: product ID 37751 serial# unknown product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient repeated previously documented information. Patient confirmed receiving wireless recharger but they stated they didn't receive something to show them how full it is. The patient mentioned the guy never showed up or anything and was suppose to be there last thursday. The patient mentioned the device isn't strong enough and it's not doing it's thing. The patient mentioned they had it on for 4 hours. The patient mentioned they were in the hospital for a month and it went dead. The manufacturer's patient services specialist (pss) reviewed role of the manufacturer representative and provided the national answering service number. Patient was redirected to their hcp.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that after replacement the issue has resolved.